Event description:
A report was received that a recently implanted patient had some neurological complication wherein the patient could not move the legs. The patient was admitted in the hospital and underwent an explant procedure as a precautionary measure. It was believed that the neurological symptom was not device or procedure related. The physician did not know the cause of the symptom. The patient was able to move the legs and had fully recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.